Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product is not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient with spinal deformity underwent posterior fusion at th10/il. Intra-op, upon final tightening of screw in l3, the extender was tried to be removed from the screw after it was unlocked, but the extender was stuck to the screw. So, the extender was removed by swinging it, and was distorted at the tip. The tip of the extender was broken. No fragment(s) was left in the patient¿s body.no patient complications were reported as a result of this event.

Manufacturer narrative:
Product analysis :visual examination identified associated component head grippers are bent laterally and fractured and at the corners of the notch. Visually and optically identified witness marks and deformation on the inside of head grippers, suggesting possible inappropriate instrument release technique.conclusion: the above observations are consistent with bend stress overload.